Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thyroidectomy procedure, the active blade broke off of the device. It is not known if it was in the patient but the blade was given to the rep with the device. They completed the procedure with a new like device. There was no patient consequence reported.